Event description:
During the implant procedure, the lens tore. When the dr removed the lens from the pt's eye, he noted that the capsule was torn. A vitrectomy was performed. It is unknown if the capsule tear was product related.